Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the drill bit broke off during the drilling process. Anterior section was left in the bone (calcaneus)."

Manufacturer narrative:
The reported event could be confirmed, since the received drill bit is broken as complained. The device inspection revealed the following: the visual inspection has shown that the forefront with the cutting edges is broken off at the crossover to the shaft. The breakage surface reveals typical characteristics of a brittle overload fracture i.e. Relatively smoother surface at the center than at the edges. Since the breakage was brittle (sudden) in nature, there is evidence of abrupt features especially the plateau on one side of the fracture face. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a mechanical overload during drilling, for example by an excessive contact with the nail during the preparation of a locking screw hole. If more information is provided, the case will be reassessed.

Event description:
As reported: "the drill bit broke off during the drilling process. Anterior section was left in the bone (calcaneus)."